Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: the display screen was found to be fully functional, clear and legible. The pump was opened and the display flex was fully seated and secured in the connector. The reported "line in display" issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The reported issue was not resolved during troubleshooting. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.